Event description:
On 22-mar-2023, the following information was provided to kci by the patient: the patient was on the prevena¿ incision management system in (B)(6) 2023. The patient stated the prevena¿ system allegedly "beeped all the time" and his "leg was under fluid constantly", which cost him another surgery and pain. Additionally, the patient indicated his doctor also believes the prevena¿ system could have been the problem. No additional information was provided. The prevena¿ incision management system lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged pain and additional surgery was related to the prevena¿ incision management system. Multiple unsuccessful attempts were made to obtain additional clinical and device information. The prevena¿ incision management system lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed. Device labeling, available in print and online, states: the prevena plus¿ incision management system will not be effective in addressing complications associated with: ischemia to the incision or incision areas, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. The prevena plus¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ dressing. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.